Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a dialysis catheter. The customer reports that this is a case reported from spain. Date 2008. During the last 3 months, 3 patients had pd incidents with the tenckhoff 2 cuff. During the 2 weeks before definitive use. The tenckhoff 2 cuff was washed 1-2 times/week with dianeal solution without incidence. After the 2nd week, the patients have begun apd with guideline p-e-n and after 2-3 days of treatments, they had problems with the catheter. In 2 cases, it was necessary to change the catheter 5care cath were then used.

Manufacturer narrative:
Submit date: 7/24/2008. An investigation is currently underway. Upon completion, the results will be forwarded.